Event description:
It was reported that cadd solis vip pump alarms error code 41786. No further details provided.

Manufacturer narrative:
(B)(6) other text: b5: additional information received by smiths medical/ICU on 03-jun-2022 via email and attached to complaint object: there was no patient's involvement and the event happened during bench test.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed the tamper seal was missing and fluid contamination was noted on the chassis upon receipt. Error code was found in the ehl (event history log). The customer reported problem was not duplicated during the investigation however, the device did display a last error code of 41786 which likely caused the device to malfunction. Root cause of the reported event is attributed to customer induced fluid ingression onto the main board. The device main board will need to be replaced. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown